Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The custom contact reported breakage of the distal tip of the option-lok male adapter. The customer contact reported that the option-lok male adapter tubing set was connected to the female adapter of an unspecified stopcock. At this time, it was reported that the distal tip of the option-lok male adapter of the tubing set broke off into the female adapter of the stopcock. Though requested, no additional information was provided, including if the tubing set was replaced and the therapy was initiated.